Event description:
A discordant low ca 191-9 result was obtained with one (1) patient sample on an immulite 2000 xpi system. The sample was retested in triplicate. Corrected results were reported to the physician. There were no known reports of adverse health consequences or patient intervention due to the discordant ca-19 result.

Manufacturer narrative:
A siemens healthcare diagnostics tse (technical service engineer) analyzed the instrument data. After analysing the instrument data, the siemens tse determined that the cause of the discordant result was unknown.